Event description:
It was reported that bd venflon pro safety 20ga 1.1mm od 32mm l safety mechanism failed the following information was provided by the initial reporter: short description: needle guard separates from the mandrel, which results in the entire mandrel detaches and is exposed. When the nurse inserted the pivc, the needle guard separates from the mandrel, which results in the needle guard remaining in the venous catheter and the entire mandrel detaches and is exposed. Nobody got injured but the consequences could have been that the nurse could have stabbed herself. When did the incident occur? During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Correction supplemental for change in a code. The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. H3 other text : see h10 manufacture narrative.

Event description:
Short description. Needle guard separates from the mandrel, which results in the entire mandrel detaches and is exposed. When the nurse inserted the pivc, the needle guard separates from the mandrel, which results in the needle guard remaining in the venous catheter and the entire mandrel detaches and is exposed. Nobody got injured but the consequences could have been that the nurse could have stabbed herself. When did the incident occur? During use.

Manufacturer narrative:
The reported defect could not be refuted nor confirmed in the absence of a sample. The root cause cannot be determined for an unconfirmed defect. A device history record (DHR) review could not be performed as no batch/lot number was made available for this reported event. H3 other text : see h10 manufacture narrative.

Event description:
Short description needle guard separates from the mandrel, which results in the entire mandrel detaches and is exposed. When the nurse inserted the pivc, the needle guard separates from the mandrel, which results in the needle guard remaining in the venous catheter and the entire mandrel detaches and is exposed. Nobody got injured but the consequences could have been that the nurse could have stabbed herself when did the incident occur? During use